Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. No device malfunction can be identified. At this time, it cannot be determined how the device may have caused or contributed to the incident. An evaluation of the device cannot be performed as the device remained in the patient. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a total shoulder arthroplasty procedure, where a 3.75mm cannulated fully threaded screw was implanted into the right shoulder. On (B)(6) 2017, the patient was seen at east baptist outpatient where he underwent an MRI on his right knee. After the second 15-second scan, the patient began to experience the screw in his shoulder heat up and stated that he felt like it had "torqued". There was no movement in the patient's shoulder and the patient will be following up with his surgeon. Patient is a (B)(6) male.